Manufacturer narrative:
Unit had partially broken reservoir tube lip. Unable to lock reservoir in place. Unit passed displacement test.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 115 mg/dl. The customer also stated that the reservoir lip ring has damaged. Troubleshooting was performed for damage and noticed the reservoir did lock in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.